Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events on (B)(6) 2025 where infusion set tubing was detached from hub. The blood glucose level of the patient was 523 mg/dl which was treated by correction injection via multiple daily injection and correction bolus via pump. The issues occurred with three similar types of infusion sets used for about a day. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007344, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007344 was manufactured according to the work instruction (wi) version 114 and manufactured in the line inset 7 on 27/may/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4e02852 was manufactured according to the wi version 64 manufactured in the machine sc01, on 27/may/2024, with a total of (B)(4) units. The lot 4d01157 was manufactured according to the wi version 63 manufactured in the machine sc01, on 16/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.